Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler was broken with the clip on. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired. No failures were found in the logs. The instrument was fully functional. No product issue was identified. Additionally, the sureform white reload accessory has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have loose staples lodged in the knife track. A tweezer was used to remove the lodged staple, and 4 was confirmed. Moreover, the reload was found to have cartridge damage. The reload cartridge had mechanical indentations from lodged staples. There was no material missing as a result. The reload was found to have blade damage at the distal end of the blade. The reload was not involved in a firing failure.